Event description:
It was reported the customer was hospitalized in (B)(6) 2014. It was found the cause of the customer's hospitalization was maybe from dehydration. The customer may have also had a bad reaction to the fast acting insulin that they used. Customer's insulin pump was removed during their hospital stay. The customer's insulin pump was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.